Manufacturer narrative:
Investigation summary: no sample or picture has been received for investigation. Since the lot number is unknown, DHR cannot be reviewed and no retained samples can be evaluated. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. With the information available and since the lot number is not available, no further investigation can be performed and the complaint cannot be confirmed. Investigation conclusion defect: needle stick (miscellaneous). No sample or picture has been received for investigation. Since the lot number is unknown, DHR cannot be reviewed and no retained samples can be evaluated. During manufacturing process, final products are sampled and subjected to visual inspections. With the information available and since the lot number is not available, no further investigation can be performed and the complaint cannot be confirmed. Root cause description: with the information available and since the lot number is not available, no further investigation can be performed. The root cause cannot be determined and the complaint cannot be confirmed.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, product code or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed.

Event description:
It was reported that a needle stick occurred when transferring blood from syringe to tube. The emergency department technician was drawing blood using a unspecified bd¿ syringe connected with a 18 g needle to transfer the blood into tube. During transfer, the emergency department technician stuck himself. The patient was hiv positive. The emergency department technician was sent to associate health. Specific medical treatment is unknown.

Manufacturer narrative:
The corrections are as follows: medical device brand name: unspecified bd¿ syringe. Unique identifier (UDI) #: unknown. PMA / 510(k)#: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device catalog #: unknown.

Event description:
It was reported that a needle stick occurred when transferring blood from syringe to tube. The emergency department technician was drawing blood using a unspecified bd¿ syringe connected with a 18 g needle to transfer the blood into tube. During transfer, the emergency department technician stuck himself. The patient was (B)(6). The emergency department technician was sent to associate health. Specific medical treatment is unknown.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle stick occurred when transferring blood from syringe to tube. The emergency department technician was drawing blood using a bd plastipak¿ 10ml hypodermic syringe luer lok¿ connected with a 18 g needle to transfer the blood into tube. During transfer, the emergency department technician stuck himself. The patient was hiv positive. The emergency department technician was sent to associate health. Specific medical treatment is unknown.